Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However based on the report of the service department of olympus europe se & co. Kg (oekg), omsc surmised there was the possibility this phenomenon was attributed to the damage which might have been caused by an external force applied to the tip of the subject device due to user handling. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not returned to omsc but was returned to the service department of olympus (B)(4) for evaluation. The service department of (B)(4) checked the subject device. It was visually inspected externally for damage caused the reported phenomenon. It could see that the white plastic tip to which the ultrasound imaging balloon attaches was missing. It could also see that there was the damage of the distal end which occurred due to the physical stress to the subject device. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that it was found the protrusion on the distal end of the subject device has been missing during the reprocessing. There was no report of patient injury associated with this event.